Event description:
This report includes device batch/lot, UDI, manufacturing date, and expiration date.

Manufacturer narrative:
Additional information: b5, d4, d9, g3, h2, h3, h4, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Manufacturer narrative:
The product's lot number could not be obtained; therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a persistent atrial fibrillation procedure, a cardiac tamponade occurred which required a pericardiocentesis and subsequent transfer to a different hospital. Transseptal was accomplished using existing pfo so no needle was needed. Mapping was done with an advisor hd grid mapping catheter and ablation of a posterior box was performed with a tactiflex ablation catheter, verification of the ablation by putting the ablation in the auricle and mapping with the hd grid. Throughout the procedure, there were no signs of tamponade. The procedure was completed and just prior to removing all the catheters from the heart, the patient's blood pressure dropped. An echocardiogram was done which revealed a tamponade. A pericardiocentesis was done and 125ml of blood was drained to stabilize the patient. The patient was then transferred to another hospital for continued follow up. The cause of the tamponade is unknown. There were no performance issues with any abbott device.